Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine via a pump implanted for spinal pain. It was reported that in the patient's back where catheter was located from time to time the area "blows up like an egg." This had been happening since implant. It got better at times then it would come back. The patient was not having any other issues with her therapy. The patient's health care provider was notified, and he advised her it was probably serous fluid from implant surgery. It was noted that if it came back or didn't go away in a few months to follow up with the health care provider again. It was later reported that the patient went to the hospital and had the bump checked. They told her it was okay. It was reported that at one time the catheter got bigger and then it got smaller. There may have been scar tissue in the area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.